Event description:
An Impella CP was inserted via the right femoral artery in a 53-year-old male for acute myocardial infarction complicated by cardiogenic shock (AMI/CGS) with percutaneous coronary intervention (PCI). The patient¿s concurrent therapies included veno-arterial extracorporeal membrane oxygenation (VA-ECMO), inotropic support, vasopressor support, and respiratory support. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Stage E shock. The patient initially presented with a lactate of 12.8 mmol/L, consistent with severe cardiogenic shock and systemic hypoperfusion.On day 5 of support, the patient experienced a decline in neurologic status. Computed tomography (CT) imaging demonstrated suspected multiple age-indeterminate infarcts involving the bilateral supratentorial brain and left cerebellum. No intracranial hemorrhage was identified. The patient remained on combined extracorporeal membrane oxygenation (ECMO) and Impella support (ECPELLA). It was reported that heparin had been held since day 2 after the Impella initiation of support, per cardiothoracic surgery instructions. The purge solution consisted of dextrose 5% in water (D5W) with 25 mEq sodium bicarbonate before and after the reported event; purge solution information on the day of the event was not available.Following neurologic deterioration, plans were discussed for possible organ donation and withdrawal of care. The following day, patient subsequently underwent withdrawal of care and expired. The heart team reported that the Impella device was not considered the cause of the patient's outcome. There were no reported device performance concerns, and it was noted the Impella CP was reported to have functioned as intended throughout the course of support. Impella remained at P3 with flows of 1.5 L/min the day prior and P4 with flows of 1.8 L/min the following day.During the course of support, the patient's lactate improved from 12.8 mmol/L at presentation to 1.0 mmol/L by the last day of support, indicating improvement in systemic perfusion and shock physiology.The reported cerebral infarcts and subsequent death occurred in the setting of severe acute myocardial infarction complicated by cardiogenic shock SCAI Stage E requiring concurrent Impella CP support, veno-arterial extracorporeal membrane oxygenation, inotropes, vasopressors, and respiratory support. Neurologic injury and cerebrovascular events may be influenced by the patient's underlying critical illness, cardiogenic shock, multisystem hypoperfusion, need for advanced mechanical circulatory support, including VA ECMO, interruption of anticoagulation management for three days prior to the reported event, and overall clinical complexity.A device-related contribution cannot be completely excluded in a patient supported with mechanical circulatory support; however, there is no evidence of device performance issues, and the reported cerebral infarcts are more plausibly attributable to the patient's underlying critical condition, concurrent VA-ECMO support, and interruption of systemic anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.